Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath quartz contact force ablation catheter instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported pericardial effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturing reference: 2182269-2019-00117, 2182269-2019-00118, 2030404-2019-00080 during an atrial fibrillation ablation procedure a pericardial effusion occurred. At the start of the procedure transseptal puncture, advancing the tacticath, and steering within the left atrium (la) was difficult due to patient's anatomy. When ablation was started high force values were noted. Following two ablations the patient became hypotensive. A pericardial effusion was visible via echocardiography. A pericardiocentesis was done to stabilize the patient and the procedure was ended. There were no performance issues with any abbott device.